Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested but unavailable: was there a problem with opening the jaws of the device? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the gun partially fired and locked.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cf15. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please explain more event details? ¿ for the first stapler: ¿ was there a problem with opening the jaws of the device? It didn¿t fire on the 5th firing then was difficult to open. It did open but required a lot of pressure to release the lever. The device was then cleaned and checked for lodged staples but it was clear. ¿ was the device locked on tissue with the jaws closed? The first one was as explained above. The second then didn¿t fire but was easily opened as normal. ¿ if yes, how was the device removed? As above ¿ if yes, did the jaws eventually open? Jaws eventually opened on both as explained above